Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple temperature alarms while attempting to charge the pump. In addition, the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the pump battery increased from 2% to 100% after being connect to a power source via computer usb port. There was no reported impact to the customer's blood glucose level. Reportedly the customer had manual injections as alternate insulin therapy.